Event description:
It was reported that within about one week post-implant, there was high threshold. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2014. (B)(4). Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.